Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure - 1472" and "internal comm failure - 1474" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the reports. The smart pneumatic module board was replaced as a pre-caution. The device was recertified and returned to the customer. Due to the log findings, these errors were likely related and caused by the cat scan, as it can cause interference to affect the function and operation of the medical device. It cannot be determined how close the device was to the cat scan through communication with the customer. It is recommended that ventilators have sufficient clearance from any imaging system. Analysis of reports of this type has not identified an increase in trend.